Manufacturer narrative:
Customer reported that there was a system audible alarm failure. The device was in a good condition with no appearance of any physical damage. Performed occlusion test, primary audible alarm bgnd test. Unable to determine who caused the problem. Replaced speaker for preventive measures. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device system had audible alarm failure. No patient injury was reported.